Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the esophagus during a direct laryngoscopy/esophagoscopy with balloon dilation procedure performed on july 2025. The specific date is unknown. During the procedure, the cre pulmonary balloon was inflated to the recommended pressure and was seen to popped while in use. The balloon was removed, and the esophagus and balloon were inspected. It was determined that all plastic was present on the balloon, and there were no pieces of balloon that detached in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the provided event date of july 2025. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.